Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A staff member reported a vertical gas breakthrough of the inferior 40 percent of the right eye flap during a lasik procedure. The patient will have photo refractive keratectomy (prk) or photo therapeutic keratectomy (ptk) in the future.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) performed several ablations on rectangular test discs to verify that the laser was cutting at the correct depth. All ablations measurements were within manufacturer specifications. Fse was unable to determine root cause of the reported issue as system is working properly. According to the missing treatment report, no related treatment can be identified and so a review of the logfiles of the complete day was performed. The logfile shows no issues during the complete day and also the energy stayed stable and showed no abnormalities. No abnormalities or deviations could be identified by the logfile review. No technical root cause could be identified as the product was found to be within specifications. (B)(4).